Manufacturer narrative:
Lot number not available at the time of this report. Device MFR date was not available as no lot number was provided. RMA issued for the product return. The device has not been returned to the MFR.

Event description:
A medtronic rep reported a surgeon complaint of 3-4mm inaccuracy during an ent case. The surgeon was able to verify the straight suction, however, during navigation the surgeon commented that the tip of the suction appeared to be 3-4mm from the back of the sphenoid sinus when the tip of the suction was actually touching the sphenoid sinus. The surgery was completed with the use of the fusion navigation system. There was no impact on the pt outcome.